Event description:
It was initially reported that the patient had high impedance (output status - limit, impedance - high, eos - no). The patient experiences pain with interrogation per physician. The patient had their generator disabled after the high impedance was visualized. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator or lead prior to distribution. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the generator and lead will not be returned to the manufacturer for evaluation per the hospital's policy they will not returned product.

Event description:
Additional information was received that the patient had a generator and lead replacement but the lead replacement was on a later date. Product return attempts are in process. The physician responded to the attempts for information but did not address the questions.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator or lead prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.